Manufacturer narrative:
(B)(4).this complaint is for a report of a connection issue, where the home patient stated there was something preventing him from connected the patient line to the catheter. The disposable set was not returned to baxter and there was no report of use error or issues that might have caused the problem. Therefore, the complaint cannot be confirmed and the assignable cause was not determined.

Event description:
A customer contacted baxter's technical service center reporting the home patient (hp) could not connect or prime on a home choice (hc). The hp stated there was something preventing him from connecting the patient line to the catheter. The technical service representative (tsr) advised the hp to end the set up and start over with new supplies. The tsr assisted with ending therapy and advised the hp to dispose of all the current supplies and start over with all new supplies. Product surveillance (ps) spoke with the peritoneal dialysis nurse (pdn) on (B)(4) 2013 regarding the connection issue. The pdn stated the hp did call her regarding this event and that she felt there was nothing wrong with the supplies, and the hp was able to resume therapy using new supplies on the cycler. The pdn stated the hp was doing fine with therapy on the cycler. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore a batch review will not be conducted. If relevant, additional information becomes available, then a follow up MDR will be submitted.